Event description:
On (B)(6) 2014, it was reported that the up and down buttons on the patient's infusion device were not functioning. No adverse event was reported.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the side buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.